Manufacturer narrative:
The patient was reported to be blue, indicating hypoxia, and it was also reported that the doctor took care of the patient (provided emergent care). Based on the available information, there was no device malfunction. The monitor was tested post incident by the biomedical engineer and was found to be performing to specifications. Audible and visual alarms were provided as appropriate for simulated conditions. The alarm logs support that visual and audible alarms were provided for this patient in this timeframe. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)

Event description:
The customer reported that a patient experienced a brady event but that the alarm did not sound.